Manufacturer narrative:
Initial.

Event description:
It was reported that insulin dosing stopped on the ilet and the user did not have a blood glucose meter available while a new freestyle libre 3+ sensor was in warmup; after warmup the user¿s glucose was high with a reported maximum of 345 mg/dl, the user was unfamiliar with bg run mode, and education on its use was provided. Symptoms included tingling and malaise, with clinical assessment characterized as insufficient information for further symptom classification. Outcomes included a delay to treatment or therapy. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified related to improper or incorrect procedure or method, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.